Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. Additionally, leaking at the pod site was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received with the soft cannula fully deployed and no bends, kinks or damages were observed. The pod data showed no evidence of struggle in the drive mechanism that would indicate that the cannula was occluded by bends or damage at the time of the event. The investigation found no damages or defects to the fluid path that would result in fluid leaking during wear.